Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we surmised that an image was not displayed due to faulty ccd. We could not estimate the cause of the faulty ccd. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented for correction of e1, e2 and e3 of the initial mw. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair evaluation confirmed the customer reported issue, no image displays with the device due to a defective charged coupled device unit. The evaluation also noted the coupler/connector mount is damaged, loose/not centered. The cause of the damaged/defective video connector is unknown. However, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by the sterile processing supervisor at the user facility that the customer high-definition autoclavable camera head has ¿no image¿. The customer reported problem was found during inspection before use and confirmed no death, injury, or harm to the patient or other person.